Event description:
The patient was admitted through the emergency room on august 1, 1992 with complaint of flank pain. Diagnostic work-up included a chestx-ray. The radiologist's interpretation identified "the distal 10.5 cm of port-a-cath has broken off and is lodged in the left pulmonary artery." The attending phtysician ordered interventional radiology to retreive the tubing. The tubing was retreived. The patient tolerated the proceduredevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, other, unanticipated adverse reaction - short term, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.